Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Inner insulation damage near the connector portion of the lead causing a short within the lead was noted. The damage is consistent with the reported field events of loss of capture, loss of sensing, and low impedance. The cause of the insulation damage was overtorque of the lead during the surgical procedure.

Event description:
It was reported that during implant the atrial lead exhibited loss of capture, loss of sensing, and low impedance in the bipolar configuration. The lead was not implanted.